Manufacturer narrative:
No product information was provided; therefore, no DHR review is possible. The device in question has not been returned to date. If the device is returned, the investigation will be re-opened to perform failure analysis. X-rays were later provided; however, the date of the x-rays is unknown. Review of the x-rays by the director of medical services showed that the device appeared to be intact and in good condition; some decreased periprosthetic density around the stem. Based on the information received to date, the root cause is undetermined. The event may be due to trauma or an improperly seated implant that may have caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
No product information was provided; therefore, DHR review is not possible. The device in question has not been returned to date, therefore, failure analysis cannot be performed and root cause is undermined. X-rays were provided; however, the date of the x-rays is unknown. Review of the x-rays by the director of medical services showed that the device appeared to be intact and in good condition; some decreased periprosthetic density around the stem.

Event description:
A facility reported an early loosening of the radial head prosthesis on (B)(6) 2018, which was implanted on (B)(6) 2017. "The prosthesis was planned as a pressfit with osteointegration and should not loosen so early." The patient underwent reoperation with removal of the loose prosthesis. Copy of the notes from initial surgery performed on (B)(6) 2017 were provided, which shows a satisfactory result. Additional information has been requested.

Manufacturer narrative:
Review of the DHR showed no nonconformances that may have contributed to the event. The device met all specifications per the incoming inspection. The parts were returned in one piece: the stem and head were firmly assembled and could not be disassembled manually. As the allegation was of loosening of the stem in the bone, a modified dimensional inspection of the stem was performed to mimic as much of the incoming dimensional inspection performed initially as possible in the current configuration. Review of the assembly with a comparator showed that the stem fell within the tolerances of the overlay and concluded that the stem was within dimensional specifications. Based on the information received to date, the root cause is undetermined. The event may be due to trauma or an improperly seated implant that may have caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
Additional information received: january 18th 2018: diagnosis: comminuted fracture of the radial head. Currently: indication of prosthesis loosening. Medical history: brief medical history/current complaints. The patient has been referred for a second opinion due to significant suspicion of prosthetic loosening. She reports pain existing over several months in her wrist and elbow joint during forearm rotation and bending movements in the area of her left elbow joint. The pain is currently of intensity vas 1-2/10. Status: brief status. Left elbow: unremarkable scarring without any indication of infection and tenderness on palpation. Slight crepitation in the elbow joint. Left wrist: unrestricted mobility, without crepitation slight swelling in the radial area of the left wrist. No pain on palpitation. X-ray: left elbow in 2 planes on (B)(6) 2018: indication of loosening with periprosthetic border. Prosthetic malpositioning with anterior angling. Further procedure: a clear and symptomatic prosthesis loosening was evident both radiologically and clinically. A change to a renewed prosthesis is not necessary with a stable elbow joint. We discussed the removal of the prosthesis with the patient. She does not want to have this done at present. Her preferred date would be in march 2018, which is why we have planned another clinical and radiological follow-up and a preoperative consultation with the patient. Should the symptoms worsen, an early presentation here is possible at any time. November 20th 2018: diagnosis: early loosening of the left radial head prosthesis post implantation on (B)(6) 2017 (edinburgh, probably sbi/stryker) with complex fracture dislocation of the elbow and comminuted fracture of the left radial head. Medical history: brief medical history/current complaints. The patient has now come for an annual check-up. She reports relatively little discomfort with very good mobility. However, she has pain in her elbow and wrist, especially under strain. Accordingly, she prefers the active approach. Status: brief status: left elbow with a non-inflamed scar. Slight crepitation over the radiocapitellar joint area. No posterolateral, lateral or medial instability. Pdms intact. X-ray: left elbow in two planes on (B)(6) 2018: it still shows a loose radial head prosthesis. Further procedure: it was agreed with the patient the removal of the radial head prosthesis. She should benefit from this, especially with regard to wrist and elbow pain. If intraoperatively it is necessary to shorten the lateral collateral ligament, we would likewise carry this out. In that case, it might be necessary to protect it for about 6 weeks, if need be in a motion brace. Otherwise, the patient will postoperatively be able to move fully and apply strain immediately. We are planning this operation for december 12, 2018. December 28th 2018: diagnoses: 1. Status following the removal of the left radial head prosthesis on (B)(6) 2018 with: early loosening of the left radial head prosthesis post implantation on (B)(6) 2017 (edinburgh, sbi/stryker) with: complex fracture dislocation of the elbow and comminuted fracture of the left radial head. 2. Bilateral recurrent varicosis, oligo-symptomatic, without signs of chronic venous insufficiency left: anamnestic status following crossectomy/stripping of the v. Saphena magna 1993; anamnestic status following increased leg swelling 6/18, currently without any indication of thrombotic/post-thrombotic changes (duplex (B)(6) 2018). Currently: slightly moderately pronounced recurrent varicosis, fed by varicose branches drawing from the pudendal and insufficient perforating vein on the lower leg (duplex (B)(6) 2018). Right: anamnestic status following crossectomy/stripping of the v. Saphena magna 1993. Currently: narrow-diameter inguinal neocrosis with consecutive mild to moderate varicosis of the upper and lower leg, insufficient perforating vein on the lower leg (duplex (B)(6) 2018). Medical history: brief medical history/current complaints. The first clinical radiological follow-up was carried out 2 weeks postoperatively. The patient reports a course already progressing very well, no analgesic therapy. Bandage changes were regularly performed by the family doctor. Status: brief status. Non-irritable wound, scar, soft tissue conditions, no swelling, no redness, the thread material can be easily removed. X-ray: left elbow in two planes on (B)(6) 2018: this shows a condition post removal of the radius head prosthesis. No fracture. No signs of instability. Further procedure: very good course now 2 weeks postoperatively. Strain is possible, based on the symptoms. Extreme strain should be avoided. Physiotherapy will be carried out to further increase movement, a corresponding prescription was given to the patient. In 4 weeks a new clinical follow-up will take place. January 22th 2019: medical history: brief medical history/current complaints. Scheduled follow-up 6 weeks postoperatively. The patient is very satisfied thus far. The symptoms have clearly improved compared to before the operation. Due to a long cold, the patient could not perform physiotherapy. Status: brief status. Left elbow: non-irritated wound and scarring with slightly touch-sensitive scar. Still slight soft tissue swelling. No redness or overheating. Pro/supination on both sides. Further procedure: satisfactory course 6 weeks postoperatively. The patient may do everything again, based on the symptoms. Since she is staying abroad until the end of (B)(6), she will not be able to do physiotherapy until then. If this is still necessary after her return, she will contact physiotherapy. We will schedule the next clinical radiology follow-up one year postoperatively in (B)(6) 2019. March 13th 2019: medical history: brief medical history/current complaints. The patient has presented primarily for clinical radiological follow-up 6 months postoperatively. She reports experiencing a slight pain in her elbow (vas 1/10). With regards to a prosthesis removal, she is currently not sure, also reports a swelling in the area of her left wrist. Status: brief status. Left elbow: non-irritated scarring without swelling or tenderness on palpation in the area of soft tissue or osseous structures. Flexion/extension 140/5/0 grades. Pro-/supination 70/0/80 grades. Collateral stability during varus and valgus stress. Slight crepitations in pro- and supination in the area of the prosthesis. Left wrist: slight swelling without tenderness on palpation over the radiocarpal passage. No tenderness on palpation over the tabatière. Watson test questionably positive. Positive ulnar movement but symmetrical in comparison to the other side. Rom also symmetrical in comparison to the other side. Peripheral oms intact. X-ray: left elbow in two planes on (B)(6) 2018: it shows periprosthetic osseous lysis in a slightly ventral prosthetic deformity. Bv left wrist: it shows an inconspicuous scaphoideum. In varus and valgus stress of the wrist the sl space is not enlarged. Even when the hand is gripped there is no increase in sl space. Further procedure: despite the prosthesis loosening, with minor discomfort, we have agreed with the patient to adopt a wait-and-see attitude. In the case of an increase in discomfort, she may contact us in advance for a follow-up check-up in order to possibly discuss a prosthesis removal in the future. Otherwise, there will be an annual follow-up with us both clinically and radiologically in (B)(6) 2018.

Manufacturer narrative:
Investigation update based on additional information received: root cause: the device was initially implanted following left elbow fracture dislocation after falling on (B)(6) 2017. The surgery was for left radial head replacement with repair of anterior capsule and repair of the lateral ligament of left elbow. The patient presented to the clinic due to increasing hand and elbow pain over several months. The symptoms began approximately one-year post-implant. The patient did not report any traumatic or contributing events. X-rays dated (B)(6) were received. Review of the x-rays showed that the device appeared to be intact and in good condition. It was noted that all post-operative x-rays showed lucency suggesting that the device (press-fit) was not in good contact with the bone. Clinic notes were received: (B)(6) 2018: the patient seen for a second opinion due to significant suspicion of prosthetic loosening. A clear and symptomatic prosthesis loosening was evident both radiologically and clinically. A change to a renewed prosthesis was determined to not be necessary with a stable elbow joint. Implant removal was discussed. (B)(6) 2018: at this assessment, there was little symptomatic prosthesis loosening. However, despite the prosthesis loosening, with minor discomfort, the patient adopted a wait-and-see attitude. (B)(6) 2018: at this assessment the patient and physician decided to pursue implant removal, and surgery was planned. (B)(6) 2018: the patient was seen post-removal. The patient reported a course already progressing very well, no analgesic therapy. A surgical report from the removal surgery was later provided. The patient history was captured as correct treatment of complex fracture dislocation of the left elbow abroad using a radial head prosthesis, which, however, demonstrated signs of early loosening on the x-ray. The elbow was clinically stable, but the loosened prosthesis caused pain on movement and exertion; therefore, the patient had not been able to fully use the elbow even a year later. There was no evidence of infection, and the symptoms may be explained by loosening. The patient underwent surgery on december 12, 2018. The surgery identified a completely loose radial head prosthesis on opening of the joint, with evidence of telescoping as well as rotation. The patient underwent easy removal of the prosthesis. Based on the information received to date, the root cause is undetermined. The event may be due to unreported trauma or an improperly reamed intermedullary canal or inadequately seated implant at the time of implantation.

Manufacturer narrative:
Additional information received: reason for initial implantation: left elbow fracture dislocation after falling on (B)(6) 2017. Indication for left radial head replacement with repair of anterior capsule and repair of the lateral ligament of left elbow ((B)(6) 2017). Were there any traumatic or contributing events prior to the discovery of the issue? Traumatic or contributing events were not mentioned by the patient. Did the patient experience any signs or symptoms related to the loosening product? Due to increasing hand and elbow pain over several months patient presented to our clinic. What was timeframe between implantation and the initial symptoms? Approximately 1 year.